Manufacturer narrative:
The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported event. A supplemental medwatch report will be submitted upon completion of the investigation. Reference MDR numbers: 1713747-2013-00322, 1713747-2013-00323, 1713747-2013-00324, 1713747-2013-00325, 1713747-2013-00326, 1713747-2013-00327, 1713747-2013-00328, 1713747-2013-00329, 1713747-2013-00330, 1713747-2013-00331, 1713747-2013-00332, 1713747-2013-00333, 1713747-2013-00334, 1713747-2013-00335, 1713747-2013-00336, 1713747-2013-00337, 1713747-2013-00338, 1713747-2013-00340, 1713747-2013-00341.

Event description:
The patient is alleged to have developed itching symptoms while receiving hemodialysis. He was given an antihistamine medication but symptoms persisted for approximately six weeks. The symptoms resolved after changing to a different dialyzer. He did not require hospitalization. This is one of twenty medwatches to be submitted. Sample was discarded so is not available for MFR review.